Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported white flashes on the screen, cracks on the back of the pump, insulin flow blocked alarms, changes batteries less than 7 days. The customer reported no adverse event. The event involved product(s) mmt-866a, mmt-1715kl, mmt-332a. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-866a, mmt-1715kl, mmt-332a.

Manufacturer narrative:
Additional information has been received regarding retainer ring recall which was not included in the initial report. So, the recall details were updated in sections h7 & h9. Test p-cap and reservoir locked properly into reservoir compartment during testing. The pump powered up properly. No flashing white display anomaly. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current, active current test and self test. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts and were properly recorded in the daily history. No unexpected occlusions or insulin flow blocked alarm noted during testing. All currents within specs range. Successfully downloaded history files and traces using thump software. However, no delivery alarm/insulin flow blocked alarm was recorded in the pump history on 06/18/2025 08:20:18.000 during bolus delivery. The pump was cut open and traces of moisture on pcba1 and motor noted during visual inspection. The pump was received with minor scratches on lcd window, cracked keypad overlay and scratched case. On 06/17/2024 07:33:56.000 normal bolus delivered, normal bolus amount programmed = 4.9 bolus amount delivered = 4.9. Battery cycle 51.0 received the lowbatteryalert (104) on 06/16/2025 08:05:00 after more than 7 days at 11.62 days. Battery cycle 50.0 received the lowbatteryalert (104) on 06/04/2025 09:15:00 after more than 7 days at 11.98 days. Battery cycle 49.0 received the lowbatteryalert (104) on 05/23/2025 03:40:01 after more than 7 days at 10.83 days. In summary, the pump passed functional testing. No delivery alarm/occlusion alarm not confirmed. With reference to the baat tool instructions, customer did not experience an unexpected power loss of less than 7 days per the pump history records. Charge/battery lasts less than expected not confirmed. Flashing white display not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.